Event description:
It was reported that the patient had pain between hip and knee and in the joint. The patient mentioned his primary surgery was in (B)(6) 2005 and was not a stryker implant. Revision using stryker implants on (B)(6) 2012. After surgery, the patient claims it took awhile to sleep on his left.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.